Manufacturer narrative:
The customer reported complaint of autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) was confirmed during functional test and per archive data. The potential root cause maybe due to a defective load cell or damage sustained due to mishandling. Unrelated to the customer reported event, during visual inspection the front enclosure was found to be damage on the autopulse platform, and it was replaced to correct the issue. Functional test could not be performed due to autopulse platform displayed ua07 (discrepancy between load 1 and load 2 too large) error messages upon powering up the device. Load cells 1 and 2 were replaced to correct the issue. Per review of the archive data, multiples faults of ua07 error messages were found on (B)(6) 2019, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during shift check the autopulse platform system displayed ua07 (discrepancy between load 1 and load 2 too large). No patient involvement.